Event description:
The pt has "severe" cochlear hypoplasia. Per the audiologist's report, testing in the clinic showed progressive electrode problems, beginning at the initial activation. The pt had stopped using the device by 2007 (specific date not reported). A CT scan reportedly showed a full insertion and normal positioning of the electrode array. The results of an integrity test done on the same month, were consistent with normal receiver/stimulator function and electrode anomalies. Plans for explant/reimplant surgery have not been reported to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling.